Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: promus element, mr, ous 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the distal second stent strut row with struts lifted from the crimped stent position. The undamaged section of the crimped stent outer diameter was measured and the result within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22oct2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.00x38mm promus element long drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion due to the tortuous anatomy of the vessel. Even after attempting multiple times, the device was still unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.